Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging much pressure, difficulty breathing and shortness of breath. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on july 21, 2025, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging much pressure, difficulty breathing and shortness of breath. The device was returned to the manufacturer service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found evidence of foam degradation. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was zero error code found. The manufacturer service center concludes that there were visible foam degradation and unit got scrapped. Section h6 updated in this report.